Event description:
Patient stated that she has used the whisperject twice, and after she injected, she counted to 10 and waited for the checkmark to be visible, but when the patient took it out, it squirted liquid both times.